Event description:
It was reported that during the implant procedure, the lead electrode wires were exposed and that the lead extension was pulled too hard which moved the proximal end of the setscrew. Further information indicated that the physician attached the boot and percutaneous extension to the lead without tunneling to the pocket site first. The extension, boot, and lead had to be unassembled in order to tunnel the lead then reassembled. At this point, the physician noted the exposed wire on the lead. The lead was not used and a new lead was implanted. The physician noted that it was difficult to remove the boot before tunneling the lead and thought this could have been the point where the lead was damaged (plastic sheath on lead was pulled back exposing the wires). No injuries were noted and the patient recovered without sequelae.

Manufacturer narrative:
(B) (4).